Event description:
Revision surgery - due to dissociation

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2018-00245;410-32-108, s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.